Event description:
It was reported that motor rate error event occurred. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown.a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed left case was cracked, right case was broken at screw attachment and top case is also cracked on lower right corner. Motor rate error was found during occlusion test. The root cause of the reported issue was found to be normal wear, device was manufactured in 2010. Combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Actions taken to mitigate the reported issue: replaced motor assembly, worm gear, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.